Event description:
It was reported that the patient's left hip was revised due to dissociation of the inner bipolar portion from the outer of the constrained liner. The patient's entire hip construct was revised to change the version of the hip (no allegations against the revised stem, shell, or head).

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.